Event description:
Per the clinic, the patient developed an infection at the implant site and a skin breakdown. Subsequently, the patient was treated with antibiotics (type not reported), however, the issue did not resolve. The device was explanted (date not reported). There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.